Event description:
The site reported that an alleged air embolism occurred while the avanta injector system was in-use. The site reported that the air injection was caused by air getting into the single-patient disposable set (spat) through the connection of the pressure transducer port. On may 17, 2011, the site forwarded us a copy of the medwatch report and supplemental medwatch report that they submitted to the FDA.

Manufacturer narrative:
The site would not allow us to access the equipment that was involved in the reported event. The site informed us that the injector and disposables involved in the reported event were sent to (B)(4) for further analysis. The site also informed us that they would provide details of the (B)(4) review when they are available. A retained sample from the reported batch number of the avanta single-patient disposable set (spat) was functionally tested and performed to specification. A review of the complaint history for the reported batch number found that this has been an isolated incident. Additional applications training has been offered and we are awaiting a response from the site. Additional information from user facility report: date of event: (B)(6) 2011, brand name: medrad, common device name: avanta single patient disposable set, MFR: (B)(4).